Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted to the hospital with transient ischemic attack and hemolysis. Pump thrombosis was suspected. The patient received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
(B)(4) was returned assembled with the percutaneous lead (lead) cut approximately 2.5" from the pump housing and the severed portion of the lead was returned. The inflow conduit, outflow graft, outflow graft bend relief, and the outflow graft bend relief collar were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the proximal end of the inlet stator and the distal end of the outlet stator prior to disassembly revealed no evidence of adhered depositions or thrombus formations. Examination of the disassembled pump's blood-contacting surfaces revealed a deposition in the outlet stator adjacent to the bearing ball. The deposition did not show any laminated layering, indicating that it did not form in the outlet stator. Additionally, the deposition was loose and lacked denaturation, suggesting that it developed acutely while (B)(4) was supporting the patient. Although the origin of this deposition and the cause for its development could not be determined through this evaluation, it could have contributed to the reported hemolysis. However, the size and structure of this deposition suggest that it is unlikely that it caused the patient's tia and hemolysis. The inflow conduit, outflow graft, and the outflow graft bend relief were not returned and also could have contributed to the reported event. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records for this device showed n deviations from manufacturing or qa specifications. No further information is available. The MFR is closing its file on this event.